Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the lower collimator was not moving; after loosening and re-tightening the screws the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: collimator bi40000004 use bi71000009. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the pendant displayed a collimator error message, and the lower collimator was not moving at all. There was no patient present.